Manufacturer narrative:
Other, other text: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device showed no "force sensor" alarms; however the device force sensor was out of calibration. Examination of the device showed damage to the left case and a broken screw insert and broken battery door. The issue was determined caused by damage during use.

Event description:
It was reported the device gave a "force sensor' error alarm. No adverse effects reported.